Event description:
It was reported that levetiracetam 500mg/100ml was infusing as a secondary and the clinician "heard the pump speed up." It was reported that the pump was programmed correctly to infuse this over fifteen (15) minutes (400ml/hr.). However, the bag was infused over approximately two (2) minutes. The infusion was set up using primary set ref 11171447 and condon universal secondary set a 490sp. The primary infusion set up was normal saline 250ml, rate: 2ml/hr., with vtbi 20ml. Here was patient involvement but no harm. Received a copy of the customer's medwatch form (appears not submitted as there was no user facility report #) which states, "according to rn levetiracetam 500mg/100ml was infusing and she heard the pump speed up. Equipment and tubing along with IV bags were tagged and sequestered. Review of infusion data indicated that the pump was programmed correctly to infuse this over 15 minutes. Bag infused over 2 minutes."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log" review only."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that levetiracetam 500mg/100ml was infusing as a secondary and the clinician "heard the pump speed up." It was reported that the pump was programmed correctly to infuse this over fifteen (15) minutes (400ml/hr.). However, the bag was infused over approximately two (2) minutes. The infusion was set up using primary set ref 11171447 and condon universal secondary set a 490sp. The primary infusion set up was normal saline 250ml, rate: 2ml/hr., with vtbi 20ml. There was patient involvement but no harm. Received a copy of the customer's medwatch form which states, "according to rn levetiracetam 500mg/100ml was infusing and she heard the pump speed up. Equipment and tubing along with IV bags were tagged and sequestered. Review of infusion data indicated that the pump was programmed correctly to infuse this over 15 mins. Bag infused over 2 mins. Pt admitted for cerebral hemorrhage."